Event description:
It was reported that during a laparoscopic sigmoid resection procedure, they pushed the anvil to connect it to the tip. The tip did go backwards with the closing knob rotating at the same time. The tip went back into the stapler resulting in a hole in the bowel. They hand-sutured the hole in the bowel and placed the circular tip to another position close to the initial one. They then connected the anvil to the tip holding strongly the rotating knob to prevent device opening and performed the anastomosis. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 07/17/2008. Information anticipated, but unavailable at this time.